Event description:
It was reported that multiple cartridge change errors occurred using multiple cartridges. There was no reported impact on the customer¿s blood glucose level. During troubleshooting with technical support, the cartridge o-ring was missing. Technical support guided the customer through several troubleshooting steps, including inspecting the o-ring, filling a new cartridge, and cleaning the pneumatic tap area. Customer reverted to using multiple daily injections as a backup therapy.